Event description:
A customer reported a skin reaction with the adc device. The customer experienced allergic reaction at the placement site and had contact with a healthcare professional who applied an unspecified ointment to the site. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history record) for the freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no physical damage was observed. The adhesive was not returned, however an extended investigation for this complaint was previously completed and reported in the previous submission. Therefore, is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a skin reaction with the adc device. The customer experienced allergic reaction at the placement site and had contact with a healthcare professional who applied an unspecified ointment to the site. No additional information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a skin reaction with the adc device. The customer experienced allergic reaction at the placement site and had contact with a healthcare professional who applied an unspecified ointment to the site. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.